Manufacturer narrative:
Medtronic received additional information that the band was replaced with a 31mm bioprosthetic valve of an unknown manufacturer. The length of the cardiopulmonary bypass run contributed to the need for band replacement. The official cause of death was reported as global intestinal ischemia. The physician does not believe the medtronic product or the procedure caused or contributed to the patient's death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this 30mm mitral annuloplasty band, the band was explanted for unknown reasons. An unknown duration post implant, the patient died. The cause of death was not received. There was no allegation to suggest that the band or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic received additional information that the annuloplasty band was explanted and replaced with a bioprosthetic valve due to residual regurgitation. The patient died 15 days post implant. The cause of death was not received. Patient weight updated patient date of death updated, patient codes updated. If information is provided in the future, a supplemental report will be issued.